Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was on (B)(6) 2020 one of the pts ins had to be surgically moved from the butt to the stomach because the ins flipped and they could no longer get a connection. The ins was not charging for the first couple months.